Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported that the patient programmer (pp) would not connect to the ins with or without the antenna. No patient symptoms were reported, the patient was in the or and their healthcare provider wanted to talk to manufacturer technical services about the pp. The physician was transferred to the appropriate contacts. Additional information was received from the patient on (B)(6) 2016. The patient reported that her pp was powering on but when the patient attempted to sync with her ins she saw the poor communication message. The patient also clarified that her surgery referenced in the previous call was not related to her implant. The patient stated that it was a knee surgery which was painful and her knee was killing her. The patient confirmed pain was related to her surgery not her implant. The patient also inquired about battery longevity of the ins. The patient stated that her healthcare professional (hcp) was surprised her ins battery had lasted this long. Additional information was received from the patient on (B)(6) 2016. The patient reported the device in her was ok but it had to be turned off for surgery. The patient reported that even with new batteries the patient programmer would not turn off the device in her. The patient reported that the surgeon called the manufacturer and him and the manufacturer decided that it was safe to do the surgery. The patient indicated that she guessed she needed a new machine to up/down the device in her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.